Manufacturer narrative:
Additional information: date of event: unknown as information was not provided. The best estimate date is between (B)(6) 2019 and (B)(6) 2020. It was indicated that the iol is not being returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported zlb00 20.0 diopter intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye) on (B)(6) 2019. The zlb00 20.0 diopter lens was explanted on (B)(6) 2020 due to complaint of refractive miss and replaced with a zmb00 22.0 diopter lens. It was reported there was no patient injury and the lens was discarded and is not being returned. Through follow up, customer account provided additional information confirming the patient has no contributing medical history. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.